Event description:
Suction rectal biopsy was performed successfully twice (x2). On the third attempt, after triggering the suction rectal biopsy gun, there was a clicking noise. The capsule was unable to be removed from patient's rectum and found to be stuck on rectal mucosa. Md and pediatric surgeon fellow notified. She attempted to flush and probe the capsule. After about 40 minutes, it was successfully removed after patient stooled on their own. No tissue noted in cartridge on removal. No bleeding.